Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook cotton cannulatome ii pc double lumen sphincterotome. The device was prepped per the instructions and carefully advanced through the accessory channel of the endoscope. When the distal end of the sphincterotome exited the endoscope, the cutting wire orientation was noted to be in the 3 o'clock position. This is unacceptable. Another sphincterotome was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our eval of the returned device was unable to confirm the report of incorrect cutting wire orientation. During our lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 1:00. (Appropriate orientation is approximately 11:00-1:00 o'clock.) The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was not observed. The shape of the catheter at the distal end is straight and this does not represent the shape at the time of MFR. This observation suggests the distal end of the catheter may have been manually formed prior to return for eval. A discrepancy or anomaly that could have contributed to this observation was not found during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusion: a definitive cause for the reported observation could not be determined because the product said to be involved functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our lab analysis of the returned product. A straightened catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Prior to distribution, all cannulatome ii pre-curved double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.